Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant there were several dislodgements observed when implanting the right atrial (ra) lead. The physician suspected the dislodgement may have been related to the "non-linear jumping helix," as well as the hyperthrophic tissue in the patient's heart. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.